Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that in a clinical study, following an intraocular lens (iol) implant procedure, the patient had sub-surface nano glistenings, which were mild in severity. According to the reporter, the sub-surface nano glistenings were related to the device and not related to the test procedure. The event was reported as not serious, and study participation was not discontinued due to this event. The outcome of the event was reported as not recovered/not resolved. No action was taken due to the event.

Manufacturer narrative:
Correction information was provided in d.3. (Product manufactured site reviewed and revised), d.4., h.3. And h.11. G.8. Manufacturer report number revised and reported under 1119421-2025-01756. The manufacturer internal reference number is: (B)(4).